Manufacturer narrative:
Additional information is provided in sections h.4, h.6 and h.11. Complaint lot search report reviewed; there are no other complaints for the reported lot. Release results - all batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse event. No abnormalities were observed during batch record review related to this complaint. All analytical results are within specification. The small materials and fabrication vessels used for the compounding of viscoelastic were cleaned rinsed before use. All references and rinsing samples are conform. Limulus amebocyte lysate (lal) results for buffer, bulk and filling are conform. Limulus amebocyte lysate results on reactor and flexible (rinsing samples) are conform. Bioburden is conform. Sterility tests and rabbit invitreous test are passed without remarks. Sample evaluation - no sample is available for testing. Stability check - no unusual trends were observed for the stability results of the stability batches tested during the review period of corresponding annual product quality review (apqr). As no sample is available and no manufacturing related deviations were identified, a conclusive root cause could not be determined. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery on the left eye patient experienced toxic anterior segment syndrome with increased intraocular pressure and inflammation in the postoperative anterior chamber fill using an ophthalmic viscoelastic. Patient also experienced edema, cells in the anterior and vitreous chamber. Patient was administered with hypertension eye drops to reduce intraocular pressure. Brightness scan showed mild opacities. Patient started on topical steroids and antibiotics. In the next follow up that patient presented with superficial punctate keratitis, keratic precipitate with visual acuity 20/200. There were also trace cells and trace flare, macular folds were observed in the anterior chamber. Current condition of patient is symptoms continuing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).